Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while being applied at the gastric pouch, the anvil was difficult or unable to close and there was unusual effort required to turn the twist knob in order to visualize the green bar. The stapler had difficulty removing it from the cavity, they had to cut it out with shears. There was also an incomplete staple line which was oversewn and the anastomosis was hand sewn with suture. Surgical time was extended for more than 30 minutes or more. The issue was due to a wrong sized anvil used with the stapler.